Event description:
It was reported that the device was used during an unknown procedure. The device was opened and fired, stapled with blue load with no incident. The white reload was loaded with seam guard, went to fire and it would not fire. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). One piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? Asku. At what location on the tissue?asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur?asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue, white. Was buttressing material utilized? Yes if so, which product? Seam guard with white cartridge. Was the instrument fired across or near an existing staple line or clip?asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Asku. What were the patient¿s pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? Asku. The instrument was received with no visual non-conformances. The device was loaded with an (B)(4) unfired. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.